Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the too ventricular position of the initial valve cannot be confirmed. Procedural factors (possible release of stored tension in the delivery system, procedural deployment techniques) may have contributed to this event. A second valve was deployed, stabilizing the initial valve and resolving the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, a 23mm sapien 3 valve was deployed too ventricular, landing in a final 20:80 aortic/ventricular (a/v) to 30:70 a/v position. At least moderate paravalvular leak (pvl) was noted. A second sapien 3 valve was deployed where intended in a final 80:20 a/v position. Post valve deployment, trace to no pvl was observed. The procedure was completed without further complications and the patient was transferred in stable condition. The native annular diameter measured 407mm2 by CT. Mild annular calcification, mild native leaflet calcification and no aortic root calcification was reported. It was speculated that the commander delivery system may have been "locked-up" and the tension was not released, resulting in the valve diving ventricular when deployed. Procedural techniques may have also contributed to this event. The site performs a partial deployment, then checks the angiography and adjusts as needed, a "full" deployment is then performed.